Manufacturer narrative:
As no data or lot information was provided only a limited investigation could be performed. Without further information, the discrepancy is difficult to assess. Different sensitivities and specificities can also impact result generation across assays, as the patient was previously confirmed to be positive for sars-cov-2 the week prior.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The initial test on cobas liat generated a positive result for sars-cov-2. Based on the patient's symptoms the physician questioned the results and ordered a retest. A new sample was collected and tested on cobas liat which generated a negative result for sars-cov-2. The patient was also tested via an unknown antigen test which also generated a negative result for sars-cov-2. No information was provided on which results were released. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.